Event description:
Add'l info rec'd from MFR 1/24/01: prolonged charge time was reported and confirmed through MFR's evaluation of this ICD. The field report and analysis results are consistent with co's class ii recall z-261/262-0. Device is exempt under rae e1999020.

Event description:
Describe event or problem: on alert.